Manufacturer narrative:
(D10) concomitant devices: 300-01-13 - equinoxe, humeral stem primary, press fit 13mm 320-42-00 - 145-deg pe 42mm hum liner +0 320-10-05 - equinoxe reverse tray adapter plate tray +5 320-01-42 - equinoxe reverse 42mm glenosphere 320-15-01 - eq rev glenoid plate 320-15-05 - eq rev locking screw. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the left side. Subsequently, the patient experienced dislocation. Patient reports during a move at home, the dislocation of the shoulder. As a result, approximately 12 days after initial replacement, the patient underwent a left shoulder revision. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6: type of investigation, investigation findings, investigation conclusions. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.